Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found within specification in relation to the customer reported failed flow rate which was not reproduced. The event history log review was performed. The customer did not provide an event occurrence date, but reported that the event parameters were a volume-to-be-infused of 20 ml at a rate of 40 ml/hr. There were no infusions recorded in the history log matching the reported parameters, however a review of the last day of customer use revealed that an infusion of 20 ml at a rate of 100 ml/hr was programmed and ran to completion. No abnormalities that could cause or contribute to the reported problem were observed through the history log. The device was tested for flow accuracy and delivered within expected range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed flow test. The parameters using automated testing rate-40, volume to be infused (vtbi)-20, amount delivered was unknown and it was tested with new intravenous set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.